Event description:
Reporter indicated that a system diagnostics test at an office visit, post initial vns implant surgery, yielded high lead impedance. It was reported that the pt could not feel stimulation. The patient underwent revision surgery shortly after, and it was discovered that the "lead was disconnected from the [generator] header". The lead pin was re-inserted into the generator header and the high lead impedance reportedly resolved.